Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: replaced worn fingers on complete pressure adjusters with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. Further, a review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative the inflow was greater than the out flow during a shoulder procedure. The doctor was activating the lavage button while this occurred. The procedure was completed with this device and there were no patient consequences reported. The device will not be returned. Additional information received: it was reported by the sales representative that the pump was extending the joint space at a very low pressure (35) during a rotator cuff repair. Procedure was completed using the pump. Procedure was not prolonged. No patient consequences. No device being returned. Additional information received by mitek complaints by phone on june 22, 2015: the sales representative reported no extravasation. But the customer could not have a loaner till their pump is repaired. He did state that he was able to get a pump from his distributor to let the va use till theirs is repaired and sent back to them.